Event description:
Affiliate reports strip was immersed in saline in theatre prior to its intended use when the x-ray became detatched. The unit tested another strip from the batch but did not have any problems.